Event description:
It was reported that when using the bd pyxis¿ anesthesia station es keyboard malfunctioned and the l key was not functioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the keyboard cord was not properly working. A field service engineer (fse) inspected the pas keyboard and confirmed the l key was functioning properly, eliminating the need for keyboard replacement. All remaining keys were tested and verified to be fully operational. The system functioned as intended after field service engineer verified the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es keyboard malfunctioned and the l key was not functioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.